Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced stomach ache, headache, and blood glucose (bg) level over 500 mg/dl, cause was unknown. Customer administered manual injections to address bg. Reportedly, customer continued to use pump for insulin therapy.